Event description:
The customer reported a black screen. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a generator and filament calibration. This MDR is related to ge healthcare complaint.